Event description:
It was reported that during a pvi, roof line and mitral isthmus line, including tricuspid isthmus ablation, the slo swartz sheath was leaking. The schwarz introducer sheath and dilator were prepped with heparitizied saline. The dilator and sheath assembly were fed over the guidewire and advanced into the right atrium and the dilator was pulled back. A sjm brk needle was used for transseptal puncture. An 8f curve smart touch ablation catheter from biosense webster was advanced through the swartz introducer sheath. It was during ablation that the leak was noticed through the hemovalve. The procedure was completed with no consequences to the patient.

Manufacturer narrative:
(B)(4). Blood was confirmed on the inside and outside of the introducer. The introducer was tested for leaks using pressure and submerging the introducer in water; a major leak was detected at the valve. The hemostasis cap was removed and the two part seal system was examined; a large hole was observed in one seal and the other was torn, which did cause the reported leaks. Insertion of sharp circular objects caused damage to the seal, which caused the introducer to leak. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification was consistent with operational context as device performance was limited due to anatomical/procedural factors.